Manufacturer narrative:
Full e1 establishment name: (B)(6) medical center. The device was evaluated by olympus and the customer's allegation was confirmed. Additional observations were identified during the device evaluation: the camera cable was flawed; there was scope mount rattle; the camera head had white scratches; the camera cable had flooding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the camera head had lens misalignment and cloudy image. The device was returned for evaluation. During the evaluation image distortion (image not visible) due to cable failure was observed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: blurry image and lens is misaligned. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that an image was distorted because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was broken because water entered from the scratched part of the cable. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.